Event description:
It was reported that the patient received inappropriate therapy for t-wave oversensing due to a drop in r-waves. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.